Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6). Device evaluated by MFR: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. The device was returned with stent protector and mandrel attached; both were removed distally without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in the left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted there was resistance during advancement and the stent was unable to track to the lesion. When the stent was removed, it was found that the stent was damaged. The procedure was completed with another synergy stent, and the outcome was good with timi 3 flow. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occured. The target lesion was located in the left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted there was resistance during advancement and the stent was unable to track to the lesion. When the stent was removed, it was found that the stent was damaged. The procedure was completed with another synergy stent, and the outcome was good with timi 3 flow. There were no patient complications nor injuries reported.